Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal baclofen 2 mg/ml at 350 g/day via an implantable pump. Additional information received from the session long report for the date of 2025-01-14 indicated that service code 529 - "the pump motor has stopped and been restarted. This may be due to magnetic resonance imaging (MRI) scan" was seen.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that they did not have the exact implant date but it was around 7 years ago according to the hcp. Diagnostics/troubleshooting performed related to the 529code included that given the new version of the synchromed application (2.0.1460), the rep stated that they know that this 529 code could appear only now even if the event occurred a few years ago. The patient did not remember exactly when his last magnetic resonance imaging (MRI) scan was but it was a few months ago, and no issues had been reported at this moment. The rep stated that they were not able to compare the moment when this motor stall occurred and a MRI scan that had been passed but it should coincide. The rep stated that they did not know the exact date and time of the motor stall and recovery. The rep stated that the 529 code indicated that the motor stall had been resolved, so the rep stated that they didn't do anything to resolve it. Moreover, there was no issue with the pump. The pump was destroyed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.